Event description:
During a follow-up x-ray, the trapease filter was found to be fractured. The filter was originally implanted in 2004. No intervention was performed nor scheduled to correct the reported event, and it is unknown if the pt is symptomatic. The product is not available for evaluation and testing.